Manufacturer narrative:
B5 - device evaluation: the lens was returned dry in a microcentrifuge vial with debris on the product. Visual inspection found the haptic torn and foreign material on the lens surface, specifically debris thoughout the lens. Claim # (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -11.50/+1.0/092 (sphere/cylinder/axis), within the same surgery due to lens tore/broke after opening vial. There was patient contact but no injury. The lens was replaced with another same model/length lens and the problem was resolved.